Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced detachment of infusion set tubing. The tubing came off while sleeping. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.